Event description:
Customer reported to beckman coulter, inc. (Bec) that there was blood overflowing the needle bellows of the coulter lh 750 hematology analyzer. There was no report of erroneous results generated. Customer reported that there was no adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the manual probe waste cup was not draining. The fse cleaned the waste leak below the needle, the probe waste cup, the stripper plate, the bellows assembly and the blood sampling valve. The fse flushed the waste cup drain lines and replaced the plugged check valve at differential waste chamber.

Manufacturer narrative:
(B)(4).